Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer reverted to an alternate method of insulin therapy.